Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. Unit had moisture damage on the motor. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, off no power test and excessive no delivery test due to blank display. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to going swimming in the lake. Customer reported that as a result, there was fluid under display screen. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.